Manufacturer narrative:
Corrected data: b5- the reporter indicated that a 12.5mm ticm 12.5 of -7.5/2.0/164 (sphere/cylinder/axis) implantable collamer lens was implanted into the left eye (os) on (B)(6) 2012. Ticl rotated 1 degree counterclockwise after implantation. Refractive surprise was noted. The lens remains implanted. Claim# (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter stated that the surgeon implanted a toric implantable collamer lens into the patient's left eye (os). The surgeon reports residual astigmatism and lens rotation. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
B5- additional info: a 12.5mm ticm12.5, -7.5/+2.0/164 (sphere/cylinder/axis) lens was implanted into the patient's eye on (B)(6) 2012. Claim# (B)(4).